Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a normal follow up, high out of range hv lead impedance was noted. Hv lead impedance trend review showed gradual increase. In clinic measurements were within normal range. The lead and device remain implanted, and the patient will continue to be monitored.